Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-15110 and 2015691-2020-15112.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Citation: kisacik, halil, et al. "Evaluation of acquired thrombocytopenia according to the balloon-expandable versus self-expandable valves in patients undergoing transcatheter aortic valve replacement." Angiology (2020): 0003319720953048. The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU) complications such as cardiovascular injury, perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this event. Although the cause for "emergent surgery" was not provided by the author and with limited information provided in the literature, patient factors/co-morbidities not provided in addition to the procedure itself, may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, medical article: "evaluation of acquired thrombocytopenia according to the balloon-expandable versus self-expandable valves in patients undergoing transcatheter aortic valve replacement" was reviewed. Data was pulled from 127 patients who underwent tavr. From them, 61 were implanted with the balloon expandable sapien valve in a single center between april 2013 and august 2019. Two emergent surgery events were noted related to balloon expandable valves.